Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow up MDR will be sent.

Event description:
This is a report of a home patient (hp) that was hospitalized and diagnosed with peritonitis. The cause of peritonitis was the minicap was loose on their transfer set. The hp forgot to check to make sure it was tightened. The hp was treated with unspecified antibiotics and was reported to be recovering. Additional information was requested but not provided.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.